Event description:
A customer contacted beckman coulter, inc. (Bec) concerning a positive total beta human chorionic gonadotropin (tbhcg) result generated by unicel dxi 800 access immunoassay system for one patient. The result was not reported out of the laboratory. Repeat testing after re-centrifugation produced a negative result. The patient results are shown. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in sst tubes. The centrifugation information was not supplied. The lab protocol is to repeat tests on all samples of tbhcg results < 50miu/ml. The customer is monitoring tbhcg fliers by documenting the non-reproducible results, sample type, tube lot numbers and what clinic or ward the sample was obtained from. No patterns have been found. The customer has been observing lower results when the hcg high flier samples are re-spun and rerun. Qc has been within the established ranges. No hardware issues and no other assays are being questioned. Service was not dispatched for this event. No clear root cause could be determined for this event.